Manufacturer narrative:
A review of the device history records for this lot has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2013 the patient had a retrograde/antegrade nailing of the right femur with use of a spiral blade at the knee. On an unknown date, it was noted that the spiral blade had backed out a little. On (B)(6) 2013 the patient was brought back to the operating room and the blade was pushed back in to place with a replacement of the end cap. It was reported that the blade was returned to its desired position without incident. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was performed, from which it was determined that the part conformed to dimensional specifications at the time of manufacturing and passed all inspection requirements at synthes incoming inspection. Based on this evaluation and the unknown nature of the root cause, this complaint is deemed indeterminate from a manufacturing position. Additional product code hwc.